Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned. Examination of the returned instrument did not confirm the cracked complaint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit tip is bent. Offset impactor is cracked. T handle is cracked. No additional information is available. No surgical delay.